Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported. It was reported this occurred with eight devices. This report addresses the third device.

Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported. It was reported this occurred with (B)(4) devices. Only (B)(4) samples were returned for evaluation. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h11.